Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2138-50 serial #: (B)(4). Description: scs 50cm iii lead model#: sc-1110 serial #: (B)(4). Description: precision implantable pulse generator (ipg) the explanted devices were not returned to bsn as it was kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg was nonfunctional due to patient not wanting to recharge for fear of ipg getting too hot. The patient underwent a revision procedure wherein the ipg and leads were replaced. Device malfunction was suspected with the explanted ipg. Testing and inspection revealed that one of the leads was fractured. The patient was doing well postoperatively.